Event description:
Please note: this report pertains to the second of two devices that were used during the same procedure. Refer to manufacturer reports # 3005099803-2008-2348 for a description of the first device. In 2006, it was reported to boston scientific corporation, that a resolution clipping device was used during a hemostasis post polypectomy. According to the complainant, when the clinician exposed the clip off the teflon catheter, the clip fell into the patient. This event occurred twice. To date, no additional information was provided.

Manufacturer narrative:
The lot number is unknown; consequently, the manufacture and expiration dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.